Event description:
It was reported that a pt had underwent an overdose during normal refill cycle and visited an ER. Nausea and sweating occurred within 24 hours of a programming session, in which the flow rate had been adjusted and the medication was increased. The pt stated they did not deliver any bolus doses. The pt's outcome, in addition to the type of medication concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a follow up report as it becomes available.

Manufacturer narrative:
(B)(4).